Event description:
Through the review of the medical article "trifecta and carpentier edwards aortic bioprostheses: comparison of six years follow-up outcomes", the following events were identified as pertaining to ad edwards device: 10 patients with a valve model 3300tfx implanted in the aortic position required permanent pacemaker implantation within 30 days after valve replacement.

Manufacturer narrative:
H10: additional manufacturer narrative: this is one of three manufacturer reports being submitted for this article. Refer to medwatch number 34896 and 34897 for additional events within the same article. The subject devices are not available for evaluation as they remain implanted in the patient. The dates of the events are unknown; however, the article was published on 29 march 2023. Therefore, the date the article was published was used as the occurrence date. Article citation: pfister r, frey v, kirsch m, tozzi p, delay d, gunga z, pretre r, niclauss l. Trifecta and carpentier edwards aortic bioprostheses: comparison of six years follow-up outcomes. Asian cardiovasc thorac ann. 2023 may;31(4):312-320. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Despite due diligent attempts to receive further information regarding this event, no additional information was received from the customer. Conduction system events (e.g., heart block) and arrhythmias, which are potential adverse events associated with bioprosthetic heart valve implantation, may require a permanent pacemaker. According to the literature review, following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. The reported event is a device issue related to patient and/or procedural factors without evidence or allegation of a malfunction which could be related to a manufacturing non-conformance. There is no evidence of product failure with regard to design, reliability, or use error. In addition, the event does not allege a labeling non-conformance/deficiency, a use-related issue with a hazardous situation, or a device related infection. Based on the information available, the most likely cause is patient/procedural factors.